Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR (arjo (B)(4)). Additional information will be provided upon conclusion of the MFR's investigation.